Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an undergoing planned treatment procedure was performed when the issue happened, and procedure completed as planned by using the device despite no impact on its functionality. The philips field service engineer (fse) went onsite and confirmed that an aluminium plate in ceiling protection plate arm drive part came off and fell. To resolve the problem fse replaced the arm set with a new one. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a piece of metal fell from the ceiling. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.